Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. Despite this issue, there was no adverse impact on the customer¿s blood glucose level, which remained below 500 mg/dl. Technical support resolved the issue by sending the customer a replacement pump and advised on steps to take when receiving it. The customer was also instructed to return the malfunctioning pump and acknowledged understanding the provided guidance.